Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose up to 400mg/dl with some vomiting associated with a recurring loss of prime issue. There was no indication that the patient required medical intervention for the alleged bg excursion. Troubleshooting indicated the issue had occurred more than once with the same cartridge and the cartridge was being used per the instructions for use. It was unclear at the time of contact if the patient had tried using a cartridge from a different box or not. The reporter noted that there was ¿a bug going around¿ and that the vomiting may have been from that. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a loss of prime issue. Troubleshooting could not determine if the alleged bg excursion was solely due to illness or not.